Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. No logs were provided. Our fse was onsite to investigate the reported issue further and found out that the o2 gas module was defective and needed to be replaced. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).